Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent a revision procedure wherein the physician added two linear leads due to unknown reason, and replaced the ipg to support the additional leads. The patient was doing well postoperatively. No further information has been obtained despite good faith efforts.